Event description:
Nurse risk manager reports during transverse colostomy procedure in 2005, the convatec loop ostomy rod broke into two pieces. The surgeon was inserting the loop at the time it broke. He was able to remove the pieces with no adverse affect to the patient and replaced it with another rod.